Event description:
It was reported that a pump declared a cartridge change error. The customer's blood glucose level did not exceed 500 mg/dl, indicating there was no adverse impact. The customer was instructed by technical support to remove and inspect the cartridge and o-ring, clean the pneumatic tap area, and attempt to reload the cartridge. After initial difficulties, the customer successfully filled and loaded a new cartridge with assistance and was able to resume insulin delivery.